Event description:
Per the clinic, the patient requested to have the device explanted due to discomfort, poor device performance from activation and infection. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Correction: there was no infection as reported previously in initial MDR submitted on september 25, 2024.